Event description:
It was reported that a non-pacemaker dependent patient presented in-clinic for follow-up, and noise was noted on the ventricular channel. Increase in capture threshold was also observed. Lead was explanted and replaced. Patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. A partial lead with the distal tip measuring 60.0cm was returned for analysis. Internal insulation abrasion was noted at 14.0-15.5cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observation of noise.